Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and mildly tortuous lesion in the mid-right coronary artery that was. After successful lesion preparation and implantation of two xience sierra stents, a 3.50 x 12mm nc trek rx was advanced to post dilate the stents. The balloon was inflated first to 24 atmospheres (atm) for 34 seconds and then to 20 atm for 14 seconds. Negative was pulled, but the balloon remained partially inflated. Some trouble shooting was performed to deflate the balloon, but was unsuccessful, and the balloon seemed stuck in the anatomy. The device was then successfully removed, intact, with the guide wire and guide catheter. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information regarding this issue was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was confirmed. The reported balloon rupture could not be confirmed as the balloon was not ruptured. The reported difficulty removing the device from the guiding catheter could not be replicated in the test environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the nc trek bdc was overinflated twice to 24 and 20 atmospheres (atm) respectively. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm. The IFU violation may have weakened the shaft material such that it was more susceptible to material deformation upon repositioning it in between the first and second inflation cycle. Additionally, the customer reported that force was used to remove the device. It should be noted that the IFU states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation was unable to determine a conclusive cause for the reported balloon rupture and deflation issue. The reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.

Event description:
Subsequent to the previously filed MDR report, the following information was received:after the first inflation to 24 atmospheres (atm), the balloon was successfully deflated. The balloon was then repositioned and inflated to 20 atm. The balloon may have ruptured. No additional information was provided.